Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a routine implantable cardiac defibrillator (ICD) exchange procedure due to end of life (eol) . During interrogation of the lead prior to procedure, physician noted several alerts for automatic mode switch (ams) episodes and one alert for atrial lead noise. Upon further review, it was discovered that there was reproducible noise on the atrial lead. Physician decided that no intervention was necessary for the atrial lead. Patient was in stable condition.